Event description:
It was reported that during a nephrectomy procedure, the first device did not fire. Another device was used and the staples were not formed. The device was reloaded again and the case was completed with no pt consequence. The device and cartridge were discarded.

Manufacturer narrative:
(B) (4) (B) (4). Info is unavailable; device was not returned for evaluation.